Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance on the right ventricular (rv) lead channel which resulted in a lead safety switch (lss). The safety switch programming led to oversensing of noisy signals on the ventricular channel, as well. Technical services (ts) provided troubleshooting actions and monitoring. An x-ray was done and showed no major changes since implant. The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.